Event description:
The MFR's rep reported that, the pt presented with flaccidity, confusion and sedation. The pt had undergone a catheter revision, the prior week for unk reasons. The pt was apparently receiving too much drug, given the concentration of the drug, even at the lowest pump rate. Attempts were made to slow the pump, without success. A total of 3 different programmers were used with the message "pump memory error, bolus in progress" noted on the programmer. A therapy stop was attempted without success. It was suggested that emi issues caused the "invalid telemetry." The entire contents of the pump and catheter were removed and the pump was filled with normal saline. The pt was scheduled to return to clinic for further adjustments. The pump had contained morphine, bupivicaine and baclofen. Pt outcome is unk at this time.